Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose in the 400 to 499 mg/dl, after his sensor gave a reading of 72 mg/dl and he ate to treat. Customer stated he found the cannula was bent. He stated he turned the sensor feature off for awhile and turned it back on and it seemed to work fine. Nothing further reported.